Event description:
Gammagard strength: 5gm/ml; 20gm/ml. Home health nurse reports that even after troubleshooting issues with curlin pump [serial number and expiration date not provided], pump was still reading error - air inline message. Nurse reports that she deaned it several times and it will not work. Pharmacy to replace pump. Pump associated with event available for investigation upon return by pt (return box sent.). Unknown if pt missed a dose or had an interruption to therapy. No adverse event{s) reported due to product issue. No further info. Reported to (B)(6) by health professional.